Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch verio iq meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2014. The patient reported blood glucose results of ¿350 mg/dl (12am) and 302 mg/dl (4am)¿ with the subject meter. The patient manages his diabetes with insulin. Based on the alleged results, the patient administered self 50 units rapid insulin after each test. By 7am that morning, the patient claimed he felt a symptom of dizzy which he associated with low blood glucose. At the onset of his reported symptom, the patient obtained a blood glucose result of ¿51 mg/dl¿ with another device. The patient ate a glucose tablet and drank apple juice as treatment. The patient felt better about 30 minutes after that. At 930am, the patient continued to take his usual morning dose of rapid insulin (30 units). By 2pm, the patient compared the results of ¿260 mg/dl¿ with the subject meter and ¿170 mg/dl¿ with the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. After 30 minutes, the patient claimed he felt a symptom of dizzy again and treated self with another glucose tablet and grape juice. The patient felt better shortly after. No additional blood glucose tests were performed. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptom of ¿dizzy" does not meet lifescan's criteria for a serious injury. There is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the subject meter did not meet lfs¿ accuracy criteria.

Manufacturer narrative:
The patient¿s meter has been returned on (B)(6) 2014 and evaluated by lifescan product analysis on (B)(6) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.